Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite to check the reported problem. Upon troubleshooting actions, fse performed pc diagnostic tool and identified that the software got corrupted. Fse reloaded the software. After reloading the software, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system would not turn on. The device was outside of clinical use at the time of the reported event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.